Manufacturer narrative:
Visual examination of the returned device found the distal tip broken and twisted. The instrument was subsequently submitted for fracture analysis. Optical imaging of the driver tip revealed torsional shear markings which suggests the fractured tip underwent a quasi-static overload torsional shear failure. No material defects of other abnormalities were observed in this analysis. Hardness testing was also performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip breaking cannot be determined from the samples and the information provided. The results of fracture analysis have determined that a probable root cause is quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was expanding cage with driver and torque handle and broke tip of driver off in cage. Was able to retrieve fragment with suction.